Manufacturer narrative:
Dr believes that this hole shold have been noticed by hosp personnel when they examined the instruments before the procedure. Hosp is looking into reinforcing process of inspection before procedures to avoid the situation in the future.